Event description:
Surgeon implanted spinal hardware for a patient at a local hospital. After discharge it was noticed that there was a broken portion of the titanium xia segmental spinal instrumentation. Same surgeon removed the broken portion and replaced with new hardware at this reporting hospital fourteen days after the initial surgery. The polyaxial top had become disengaged and broken off the top of the sacral screw. No other ill effect was noted. The patient was discharged 2 days after surgery. There is no affiliation between the local implanting hospital and the reporting explanting hospital.